Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead that had been implanted for more than ten years was explanted due to an increase in the shock impedance to out of range measurements. The lead was successfully explanted and replaced. The pulse generator was also explanted at the same procedure due to normal battery depletion and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.